Manufacturer narrative:
(B)(4): the meter was evaluated and the primary complaint was not confirmed. Pa was unable to reproduce the complaint. The control solution and test strips both passed testing with no faults found. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2013, the reporter contacted lifescan USA, alleging inaccurate results with control solution with readings of "258 and 420 mg/dl". This complaint is being reported because the reported results did not meet lifescan's accuracy/precision criteria and the alleged inaccuracy issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The subject meter, test strips and control solution were returned to lfs. However the evaluation of the products has not yet been completed. Therefore no conclusions can be drawn at this time.